Manufacturer narrative:
Block h6: imdrf impact code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required to remove the unexpanded stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the biliary duct to treat a choledocholithiasis during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on (B)(6) 2025. During the procedure, the first flap of the axios stent was unable to deploy while the catheter was already positioned within the biliary duct. Visualization through eus was limited, and upon device removal, it was confirmed that the stent had not fully deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.